Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent and abdominal pain. The cause of peritonitis was unknown. The day after the event onset, the patient was hospitalized and treated with amikacin injection (250mg, once daily, intraperitoneal, ongoing) and azotrenam injection (10mg, once daily, intraperitoneal, ongoing) for peritonitis. At the time of this report, the patient is recovering from the events. Pd therapy is ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: b5 and b7. B5: upon follow up, it was reported on an unknown date, antibiotic treatment was discontinued. On an unknown date, the patient recovered from abdominal pain. Peritoneal dialysis was put on hold and the patient was switched to hemodialysis (hd). Hd is ongoing. Should additional relevant information become available, a supplemental report will be submitted.